Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece felt hot to touch during the procedure. There were no injuries reported as a result of this event.

Manufacturer narrative:
The evaluation didn't confirm the overheating and found the temperature of the device after 1 minute to be 108 degrees fahrenheit. The evaluation found the device was noisy, the nose bearings and tip were worn and corroded, there was a cleaning brush stuck inside, and it did not pass the incoming safety test at 169 ohm. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece felt hot to touch during the procedure. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.